Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a procedure the battery charger was not charging the battery, shortly after the surgery started the battery ran out. It is unknown how the procedure was completed, there was no delay or further complications reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Internal complaint reference(B)(4).the device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issues were observed. A functional evaluation revealed the device's indicator diode would not change to charging mode when a test battery was installed. The fuse was checked with an ohmmeter and was open. The complaint was confirmed and the root cause is an open circuit. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.